Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
According to the complainant, a cholangiogram performed on (B)(6), 2010 revealed a proximal biliary stricture, which had been previously treated with a plastic stent and a sphincterotomy. During the (B)(6), 2010 stent placement procedure, the plastic stent was removed, and a sphincterotomy was not performed. It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed for a proximal biliary stricture on (B)(6), 2010. This procedure was conducted as part of the (B)(4) wallflex biliary fc benign stricture study. According to the complainant, on (B)(6), 2011, 364 days post stent placement, the patient underwent per-protocol study stent removal. It was noted that the stent was difficult to remove and had migrated proximally into the common bile duct for less than 5 cm. There were no patient complications reported as a result of this event.